Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that during the last stages of grade 4 natural lens removal of the right eye vitreous was noted in the anterior chamber and a vitrectomy was required. Surgeon reported that this was related to the patient¿s anatomy where there was zonular dehiscence along the 2 o'clock and was not a complication due to the catalyst treatment. He further stated that having the treatment helped the situation because of less stress on the zonules during the capsular disc and lens removal. Surgeon used a 5.0 capsulotomy, symmetric arcuate incisions placed at 100 and 280 axis, length 45 degrees.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. Event was related to the patient¿s anatomy where there was zonular dehiscence along 2 clock hours. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.